Event description:
It was reported that the patient was seen with low impedance. Low impedance had initially been seen by the patient's neurologist, and continued to be seen during pre-op. The patient underwent a full replacement due to low impedance. The suspect device was not prepared for return and was discarded by the hospital. The lead wire was reportedly exposed, approximately 1-1.5¿ starting at the lead pin connector. Reportedly, the protective covering (insulation) was not observable. The surgeon replaced both devices and the new impedance reading was within normal limits. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H6, adverse event problem codes, corrected data: initial and previous supplemental report inadvertently submitted without corresponding investigation conclusion code.

Event description:
Per the physician, there is no known cause of the abraded insulation. The abraded insulation is noted to be both the inner and outer tubing. The physician states that the patient does not pick at vns and patient's mother could not identify an event that could have caused this. Physician further specifies the electrode was broken at the generator site.

Event description:
It was reported that the patient is experiencing an increase in seizures due to lack of stimulation in relation to the previously reported low impedance.